Manufacturer narrative:
(B) (6). Device was returned to the manufacturer for evaluation. The visual examination shows that the upper jaw is broken off from the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument could not open and close properly because the pin was loose causing the shaft to be loose. Although the instrument was used in surgery, no patient complications were reported.